Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): a 4480 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered. Pacing impedances were noted to be high and undefined as well as varying. There was ventricular oversensing with short v-vs and noise. Detection and therapies were programmed off and the lead will be used for pacing and sensing. The lead remains in use. No patient complications have been reported as a result of this event.